Manufacturer narrative:
Date of event was approximated to (B)(6) 2009, the implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific device was implanted into the patient during a procedure performed on (B)(6) 2009. As per reported by the patient's attorney, after the procedure, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2009, the implant date, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code 2348 captures the reportable event of unspecified injury. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a transobturator sling device was implanted into the patient during a procedure performed on (B)(6) 2009. As per reported by the patient's attorney, after the procedure, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.